Manufacturer narrative:
Ns2013us disposable device (1st device used) lot #18k09rg. The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint "refernece": (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the first disposable device used failed the cavity integrity assessment test (cia). A second disposable device was then used which completed the ablation. Post ablation via laparoscopy the physician found small thermal burn marks on the external portion of the uterine cavity. No treatment was given and no other injury was noted.

Manufacturer narrative:
The device successfully passed cavity integrity assessment (cia), and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.